Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. At an unknown date. In turn, the patient lost stimulation. As a result, the patient may undergo surgical intervention later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention took place wherein the ipg was explanted and replaced to address the issue.